Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ous, mr, 2.5 x 12 mm stent delivery system (sds) was returned. A visual examination found that the stent detached from the sds (stent delivery system). The stent was damaged for its entire length. A visual examination found balloon folds appeared relaxed and no longer in a crimped position. There was evidence of contrast medium inside the balloon. The product stent protector was returned for analysis with the device and the inside diameter of the stent protector measured which is within specification. A visual and tactile examination found the hypotube was broken in 2 places: 420 mm and 910 mm distal from the distal end of the strain relief. There were also multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The was evidence of hardened medium inside the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During unpacking of a 2.50 x 12 synergy¿ drug-eluting stent, it was noted that the stent had dislodged before introduction in the guide catheter. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During unpacking of a 2.50 x 12 synergy¿ drug-eluting stent, it was noted that the stent had dislodged before introduction in the guide catheter. The procedure was completed with another of the same device.